Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose level was not impacted. Multiple cartridge and infusion set changes were performed to resolve the past occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin. Tandem technical support advised the customer against wearing their pump against their skin in order to prevent any abrupt temperature changes to the pump and advised the customer to contact their healthcare provider in regards to different infusion set types that may work better for the customer.